Event description:
Additional information was received from the manufacturing representative. Rep stated so far no one has confirmed a cause other than high impedances. Therapy continues to be spotty per pt as of yesterday. Medical doctor will be consulted on next steps. Doctor is a ware of situation. Additional information was received from the manufacturing representative. This product was replaced yesterday. Swapped 977006 to 97715.

Manufacturer narrative:
H1: after additional information received, h1 should be serious injury reportable instead of malfunction reportable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Caller started the call by noting the pt's implant (ins) has 'gotten low pretty quick' and is now at %14 but did note later in the call that based on the demo-mode longevity estimate it did seem within reason based on settings and impedances. The event date is based on the pt's perceived lack of benefit that started 'last week or so' and the pt wanted to follow up with caller on that as well as low-battery message. The caller state they checked the pt's impedances and they 'seem high' with a range around 1k-6k ohms. The caller noted in their first interrogation of the ins today they were able to turn the therapy up to a point of paresthesia but since then has not been able to do so, gets the 'therapy settings cannot be delivered' message on the tablet. The caller stated they cannot get benefit on any of the quad lead's programming combinations regardless of impedances and caller wanted to know if the ins being at %14 could be the cause of the issue. Caller noted they did not have historical impedances to look at. Agent and caller reviewed that with the lack of historical impedances it is difficult to compare alongside the fact the lead is >20 years old. Agent and caller reviewed that no new mdt components would have peripheral stim labeling. Agent reviewed considering checking impedances in different positions and continue trying to re-program the patient.

Manufacturer narrative:
H1: after further review, previous reg report was submitted without selecting serious injury in h1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the ins (s/n:(B)(6) revealed that the implantable neurostimulator (ins) the output and telemetry were acceptable; however, the battery was near normal battery depletion. H6: coding has been updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.